Event description:
It was reported that when the box was opened, the filter fell out of catheter. Another greenfield vena cava filter was used to successfully complete the procedure. The device had no contact with the pt.